Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he missed a step and fell while trying to get into a car. The customer stated that there are scratches on the bottom corner of the screen and surrounding the display screen. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will not be returned for analysis.